Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to have a pinkish contrast. Removed pump cover and replaced pink screen with a new test screen. The new test screen boots to verify screen with normal contrast and no discoloration. Pump history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The tdd history is accurate when comparing delivered basals and boluses. The pump completed the required 29hr flow accuracy test and was found to be delivering accurately and within the required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.